Manufacturer narrative:
(B)(4). This lot was manufactured from july 28, 2014 to july 29, 2014. Evaluation summary: the device was returned to the plant for evaluation. Visual inspection revealed a separated coil cap. The cause of the condition was determined to be due to malformed housing. The cause of the malformed housing could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a coil cap separate from the housing. There was no patient involvement. No additional information is available.